Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed there was foreign material in the air/water tube and cylinder. The additional evaluation findings are as follows: the suction cylinder had no color, the plug unit had a scratch, the scope connector case unit had a scratch, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, the light guide lens had a crack and the bending tube was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the asset return process with no alleged complaint. During routine inspection of the device by olympus, foreign material was found in the air/water tube and cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, although the adherence/clogging of the material was confirmed, we could not identify the material. Therefore, a definitive root cause could not be determined. The legal manufacturer reviewed the cleaning, disinfection, and sterilization (cds) processes provided by the customer. No obvious deviations from the instructions for use (IFU) were identified. It was unknown whether the reprocessing steps at the material residue point deviated from the instruction manual. The event can be detected/prevented by following the instructions for use which state: gif-h185 operation manual chapter 3 preparation and inspection. Gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.